Manufacturer narrative:
A product deficiency was not reported or identified. Based on the above summary the investigation is deemed complete. The product will continue to be monitored and tracked.

Manufacturer narrative:
The supplemental report is being submitted to correct the previously reported event and provide additional information. Please see updates: d1, d2, d3, d5, d9, g1, g3, g6 and h2. Corrected data: d1, d2 & d5 additional information: d3 & d9.

Manufacturer narrative:
Seeing that not all the steps were done correctly, on either card, technical services advised the user not to take the results into consideration and retest. Technical services guided the user and explained that he needs to gather the nose sample, and then finally insert the swab into the card. Technical services then explained that the solution should not come in contact with the skin whatsoever. Technical services explained that the reagent solution contains a chemical called sodium azide and has a concentration of 0.0125%. Technical services advised the user to flush the area abundantly with water and the user confirmed that he had. Technical services provided the user the number 1-800-222-1222, incase he experienced any irritation later on, for more information. Technical services then informed him he can find this information on the guide as well under precautions number 18. The user understood but said he was going to test somewhere else for additional assistance. The sds can not be provided as the user does not have an email. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported he swabbed his nose after inserting the swab into the card with the binaxnow¿ covid-19 antigen self test regeant and turning it 3x to the right on (B)(6) 2021. The consumer also reported that his eyes were watering after inserting the swab a bit too far into the nostrils. The consumer confirmed that he had not experienced any sort of irritation or burning. No further information was provided.